Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen intermittently unresponsive. In addition, the pump touch screen would navigate into different screens without the customer's interaction. Customer's blood glucose was 110 mg/dl. Reportedly, customer continued to use current pump for insulin therapy and has manual injections available as backup therapy.